Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and it was reported that patient had soft stool in the lower colon near rectum that had not been voided and a small amount leaked out and that those were the circumstances that led to sudden leaking and therapy loss. Patient raised the level of stimulation, but the sudden leaking and therapy loss had not been resolved. Patient had another accident 2 days later under the same circumstances. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor who reported that the patient had a good trial and was fine until the day prior to the call and the patient was still experiencing leaks and was disappointed. The patient had already switched from program 3 to program 2 and stimulation was confirmed to be turned on at the time of the call. The patient was advised to switch back to their initial program and increase stimulation in small increments. The patient increased from 0.8 to 0.9 and the patient was additionally advised that stimulation sensation is not a requirement and varies from patient to patient, rather the primary focus should be symptom control. The patient also indicated experiencing constipation, however the constipation was reported to be due to the patient's pain medication and began prior to implant. The patient lastly mentioned a surgery prior to implant. Patient status is unknown at the time of this report. There were no further complication reported or anticipated.